Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus gastrointestinal videoscope was occasionally experiencing severe image noise during procedure preparation. Reportedly, the intended procedure was completed with an olympus backup device. There was no patient involvement during this event.